Manufacturer narrative:
H6 conclusion code 4315 - cause not established applies to perforation. H6 conclusion codes 19, 4307 - cause traced to user and cause traced to component failure apply to wire fracture. Device analysis conclusion: the viperwire was returned to csi for analysis. The wire exhibited a fracture. The spring tip section was not returned, which is consistent with the reported details of the event. There was no other damage observed. Scanning electron microscopy analysis showed the guidewire fractured due to torsional forces consistent with contact by the oad while spinning. The diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." At the conclusion of the device analysis investigation, the reported fracture was confirmed, and the root cause of the fracture is considered user error. The root cause of the reported perforation could not be determined through analysis. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The driveshaft of the orbital atherectomy device (oad) came into contact with the viperwire guide wire spring tip during advancement of the oad to a lesion in the left anterior descending artery. Glideassist was active when the driveshaft came into contact with the wire. The tip of the wire fractured and could not be snared due to heavy calcification of the vessel. The oad and wire were replaced, and atherectomy was performed. Following treatment, a perforation was identified in a diagonal branch due to migration of the fragment. An endovascular coil was used to treat the perforation, and the fragment remained in vivo. The patient was in good condition following the procedure.